Manufacturer narrative:
E1: initial reporter address: (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a luer activated valve clearlink system solution set leaked where the drip chamber meets the tubing. This occurred during the pharmacy priming process prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d4: expiration date, d9, h3, h4, h6, and h10. H10: the actual device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test, clear passage test, and priming were performed, and a leak was observed at the assembly of the tubing and the drip chamber. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.